Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 09/22/2016 phone call, 09/23/2016 phone, and 09/24/2016 phone call.

Event description:
The hospital reported that, during a case, the unit went into a system reset when the drawer was closed. The clinician reportedly switched to manual mode to maintain ventilation and cycled power. The case was completed with no further reported complaint. There was no reported patient injury.

Manufacturer narrative:
Ge healthcare has become aware of a potential safety issue where certain avance cs2, avance and amingo anesthesia devices can transition to a system malfunction state if the lower storage drawer containing the optional large tray insert accessory is closed with an abnormally high amount of force. Should the anesthesia device transition to a system malfunction state the device will perform in the following manner: - automatically activate alternate oxygen flow within a few seconds, - provide high priority audible and visible alarms, - provide on display instructions to set the oxygen (o2) flow and manually ventilate the patient, - continue to deliver anesthetic agent at the existing vaporizer setting. If the system malfunction is left unresolved, it could result in loss of patient ventilation potentially resulting in hypoxia. There have been no injuries reported as a result of this issue. Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 11/02/2016. The gehc internal field modification number is fmi 34079.